Event description:
It was reported that the patient was connected to the analyzer and the programmer. The physician was using the electro cautery and the message appeared that there was a loss of communication and to reboot the programmer or end the analyzer session. The patient was paced by the analyzer and the doctor was replacing the leads. Bovie was extremely close to the leads. Technical support (ts) noted that the bovie radio frequency (rf) energy could be interfering with the communication of the analyzer to the programmer. The company representative cycled power the programmer and everything was working fine. Ts suggested that the caller use the temporary pacemaker the next time in the asynchronous mode to prevent the situation. The programmer was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).